Event description:
Initial reporter indicated during generator replacement surgery for end of service, a system diagnostics test results in a high lead impedance reading after a new generator was connected to the existing lead, indicating a possible lead malfunction. Troubleshooting performed did not resolve the issue. The generator was replaced and the decision was made to have the lead replacement surgery performed at another date. The new generator was programmed off. Lead revision surgery is likely.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.